Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The brand name and device catalog were documented as ao/asif quick coupling for drill bits and 05.001.250 in the initial report. This information has been corrected to recon sagittal saw with key for trs and 05.001.240. The unique identifier( UDI) has been updated accordingly. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device failed the saw blade coupling check - threads on the set screw worn, there was an unknown debris on the ball bearings, the thrust disk was worn - too much play, the threads came of the set screw and the housing coupling was worn. The assignable root cause was determined to be due to wear from normal use and servicing and improper cleaning, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the quick coupling device was not engaging the cutter device. During in-house engineering evaluation, it was determined that the triggers on the device failed the saw blade coupling check pretest - threads on the set screw worn; and threads came of the set screw. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.